Manufacturer narrative:
This medwatch is for suspect device accu-chek advantage system 1. Reference medwatch with pt for suspect device accu-chek advantage system 2.

Event description:
The reporter states that she obtained a blood glucose result of 105mg/dl on accu-chek advantage system 1 and a blood glucose result of 306mg/dl on accu-chek advantage system 2. The results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.